Event description:
Pt status post lumbar fusion l4-l5 returned to surgeon for two months post op visit. An x-ray showed the screw head pulled out of the rod with the locking cap still in place and the screw rotated at left l4. Surgeon is not removing the hardware at this time. Surgeon noted a 10nm torque limiting ratchet was used to tighten the construct. This is two of three reports for this event.

Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, a device history record review could not be completed.